Manufacturer narrative:
Correction : b5: customer reported two(2) false positive results on the ID now covid-19 assay. The customer stated the patient was asymptomatic. H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1021992 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1021992, test base part number 130-430 / lot: 1021992 the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1021992 showed that the complaint rate is 0.006%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive results on the ID now covid-19 assay performed on (B)(6) 2021 on a direct nasopharyngeal swab. Repeating testing was not performed. Pcr confirmation testing on a nasopharyngeal swab ( on the same day) generated negative results. The customer stated the patient was symptomatic. No additional patient information was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.